Manufacturer narrative:
Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During ablation, the impedance value soared. The ablation was stopped by the physician. They again ablated. However, the ablation was stopped by the impedance cut off which was set at 170 ohm. It was also reported that when the catheter was removed from the patient¿s body, clots were observed stuck to the tip of the catheter. The catheter was flushed but the irrigation was not enough. The catheter was replaced and the procedure continued and subsequently completed without further issues. No patient consequences were reported. Additional clarification was received on the event. There were no issues with the irrigation flow of the catheter. The generator was set to power control mode at 30-45 watts. It was confirmed that when the impedance soared, the system stopped the ablation when the cut off value was exceeded. It was also clarified that the material found on the tip of the catheter was coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. The ¿high impedance¿ issue was assessed as not reportable. The generator stopped delivering radio frequency. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. The ¿coagulum¿ issue was assessed as a reportable malfunction.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/14/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction to the initial 3500a. Initially, we stated, ¿still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the. Expiration date and. Manufactured date.¿ however, the manufactured date was populated in the ¿. Manufactured date¿ in the 3500a initial. The expiration date and the device history record (DHR) have now been provided. Therefore, expiration date has been populated. The device history record (DHR) for the lot number 17747013l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During ablation, the impedance value soared. The ablation was stopped by the physician. They again ablated. However, the ablation was stopped by the impedance cut off which was set at 170 ohm. It was also reported that when the catheter was removed from the patient¿s body, clots were observed stuck to the tip of the catheter. The catheter was flushed but the irrigation was not enough. The catheter was replaced and the procedure continued and subsequently completed without further issues. No patient consequences were reported. Additional clarification was received on the event. There were no issues with the irrigation flow of the catheter. The generator was set to power control mode at 30-45 watts. It was confirmed that when the impedance soared, the system stopped the ablation when the cut off value was exceeded. It was also clarified that the material found on the tip of the catheter was coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. The device was visually inspected and it was found in good conditions, no clot was observed on the tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).